Event description:
It was reported that the flex deflectable videoscope displayed poor image during preparation for an unspecified therapeutic procedure. The procedure was completed with no delay, using a replacement device. There was no report of patient harm. The device was returned, evaluated, and noise occurred due a damaged imaging unit, therefore the image did not appear. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: medical corporation (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. In addition to the damaged imaging unit causing there to be no image, other evaluation findings are as follows: image noise occurred due to a damaged charged coupled device unit; the bending section could not be fixed firmly due to damage on the forceps elevator lever; the adhesive on the bending section cover was chipped; and switch#1 was dirty. Lastly, there were scratches on the following parts: the control unit, the grip, switch #1 and #2, the upward/downward plate, the right/left plate, the forceps elevator lever, the right/left lever, the angulation lever, the universal cord, the light guide connector, the light guide cover glass, the video connector, and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the damaged imaging unit which led to no image was most likely caused by breakage or disconnection of the image sensor unit. This is most likely due to stress of repeated use, external factors, handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chips and capacitors. However, the root cause of the events could not be determined. The operation manual describes how to inspect for the subject events in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as described below: [inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.